Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure deploy the thumb advancer was confirmed. The reported clip deployed at the distal end could not be confirmed as the device was returned with the clip not deployed. The reported failure to deploy the thumb advancer and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Failure to follow steps/instructions - per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath, after a percutaneous transluminal angioplasty (pta) procedure in the left leg. A femoral angiogram was not performed. Reportedly, resistance was felt when advancing the thumb advancer and the sheath did not split completely. The clip of the starclose se device was deployed; however, it remained on the tip of the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.